Manufacturer narrative:
(B)(4). The product was not returned for evaluation. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be variability in the gluing process during manufacturing. The issue will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a chronic totally occluded lesion in the right superficial femoral and popliteal artery. The armada 35 ll was advanced without resistance to the target lesion. When the balloon was inflated, the device would not hold pressure and a light drip was noted to be coming from the hub. The balloon had slightly inflated; however, the pressure was not noted or reported. The armada 35 ll was removed from the patient anatomy without resistance. Another device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.